Event description:
Pain with the injection [injection site pain]. Case description: spontaneous report was received on (B)(4) 2011, from a (B)(6), female, pt, initials (B)(6), with a history of osteoarthritis and previous synvisc-one treatment, who experienced pain with injection and knee pain after starting synvisc-one. The pt received one injection of synvisc-one into her right knee in (B)(6) 2010. The pt reported that she experienced pain with the injection and worsened knee pain (date not provided). The pt required treatment for her symptoms. The pt reported that she received one injection of cortisone into her right knee (date not provided). The product lot number was not reported. At the time of this report the outcome of the pt was unk. Additional info was received on (B)(6) 2011, in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batched records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batched records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.